Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's health care professional reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose levels were 340 mg/dl and 250 mg/dl. The site stated event was anticipated. The customer did not mention any symptom or treatment related to high blood glucose level. The issue was resolved the next morning. The device will not be returned for analysis.